Event description:
It was reported that the unit would have intermittent difficulty coming off stand by.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.